Event description:
Report received from south africa stated that the cutter would not cut the vitreous, however, was still aspiration. There was no injury to the pt.

Manufacturer narrative:
The product has been requested, however, it has not been received yet. The sterilization and lot history records were reviewed and found to be acceptable.